Event description:
The customer's mother called to report that the customer may have taken too much insulin, causing low blood glucose. The blood glucose reading was not reported. The mother stated that the customer was not coherent during the phone call. Attempted to assist the mother with priming the insulin pump but the insulin pump would not prime. Advised the mother that the paramedics should be called for assistance but the mother declined. The paramedics were called anyway for the customer's safety. The customer later called stating she was treated at home by her mother with glucagon and orange juice prior to the paramedics' arrival. The customer also stated she had been severely sick with a stomach flu for several days. Troubleshooting was performed and the insulin pump was programmed correctly. Also found several manual primes in the prime history. The customer was unsure whether or not she was disconnected during all of those manual primes.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to test occlusion due to the prime anomaly.